Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure the subject stent would not open. The device was removed and was able to deploy on table. The procedure was stopped. Post procedure, a subarachnoid bleeding was observed. Impact to patient is unavailable. No further information is available.

Manufacturer narrative:
Method code grid - h6 type of investigation ¿ updated results code grid - h6 investigation findings ¿ updated d9 product available to stryker- updated d9 returned to manufacturer on- updated h3 device evaluated by mfg ¿updated h3 summary attached - updated f10 / h6 health impact code grid - health effect - impact code ¿ updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection the returned stent was found to be deployed. The lot number on the returned microcatheter was confirmed from the hub. The stent was found to be slightly deformed with frayed braid edges but fully opened. The stent delivery wire (sdw) was kinked 3.4cm and 4.5cm from the distal end. The microcatheter was inspected and there was damage noted to the inner lumen at the tip. The stent introducer sheath was not returned. The functionals inspection for the reported event stent failed/unable to open was not required as it was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Event information states "during procedure the device only first appr. 10mm open at delivery, even though the device is far out of the microcatheter. All known steps to open the stent is followed without result. In the end the procedure is stopped. The patient afterwards it is deployed on table." A minor subarachnoid bleeding has been observed post procedural. So far awaiting impact on patient. An unknown surgical delay time was reported. Analysis of the returned device found the stent had been deployed and was slightly deformed but fully opened. The sdw was kinked 3.4cm and 4.5cm from the distal end. The inner lumen of the microcatheter tip was damaged which may have contributed to the difficulty deploying the stent. The reported event stent failed/unable to open (when not implanted) was not confirmed during product analysis as the returned stent was fully opened. An assignable cause of procedural factors will be assigned to the analyzed defects stent deployed prematurely during retraction/re-sheathing, stent deformed and sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported event patient intracranial haemorrhage as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported during the procedure the subject stent would not open. The device was removed and was able to deploy on table. The procedure was stopped. Post procedure, a subarachnoid bleeding was observed. Impact to patient is unavailable. No further information is available.

Event description:
It was reported during the procedure the subject stent would not open. The device was removed and was able to deploy on table. The procedure was stopped. Post procedure, a subarachnoid bleeding was observed. Impact to patient is unavailable. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event information states "during procedure the device only first appr. 10mm open at delivery, even though the device is far out of the microcatheter. All known steps to open the stent is followed without result. In the end the procedure is stopped. The patient afterwards it is deployed on table." A minor subarachnoid bleeding has been observed post procedural. So far awaiting impact on patient. An unknown surgical delay time was reported. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue stent failed/unable to open (when not implanted). An assignable cause of anticipated procedural complication will be assigned to the reported patient intracranial hemorrhage as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.